Event description:
Edwards received notification that a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to valve failure leading to aortic regurgitation and stenosis. An transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an unknown implant duration due to valve failure leading to severe aortic regurgitation and stenosis. An transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
Added information to section b5, e1 (title, first and last name), e3, h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (device code): "central regurgitation" replaces "device stenosis". H11: additional manufacturer narrative: trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.